Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was very low meter was unable to read. Caller stated that the customer was found unconscious due to low blood glucose and paramedics were called. Caller stated that the paramedics gave glucose to the customer and her blood glucose went up to 300 mg/dl. Caller stated that when they arrived to the hospital, customer's blood glucose has dropped to too low again. Caller stated that the customer had cancer and some other health complications. Nothing further was reported.